Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. Low bg cause was not known. Emergency medical services (ems) administered intravenous dextrose and the customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.